Manufacturer narrative:
(B)(4). D10: medical product: van ps open intl fem-rt 72.5: catalog#: 183113, lot#: j6343129; biomet cc cruciate tray 79mm: catalog#: 141235, lot#: j6428603; series a pat std 37 3 peg: catalog#: 184768, lot#: 594170. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately seven (7) years and three (3) months post-implantation, the patient developed pain, swelling, instability, and posterior subluxation of the tibia. Subsequently, the patient underwent a revision where the post of the articular surface was found free floating. The bearing was revised without complication. All available information has been provided.